Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 2 of 6 mdrs filed for the same event (reference 1825034-2013-00793 / 00798).

Event description:
Patient reported that he underwent a right hip arthroplasty on (B)(6) 2008 and a left hip arthroplasty on (B)(6) 2009. Subsequently, patient is alleging elevated metal ion levels. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.